Event description:
The customer states that one patient sample generated an initial architect psa assay result of 6.1 ng/ml that retested at 3.5 ng/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Manufacturer narrative:
Customer's returned meter was investigated. Meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. The complaint is not confirmed. This is a final report.

Event description:
A customer reported her freestyle freedom meter doesn't turn on upon strip insertion and as a result of being unable to test, she experienced a hypoglycemic episode with loss of consciousness. The customer further reported that paramedics were called, however was unable to indicate whether the treatment was provided. She reportedly self-treated with orange juice to counteract the event. The customer was not transferred to a health care facility. There was no report of death or permanent impairment associated with this medical event.